Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was not hospitalized for the event. At the time of this report, the patient has recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause, hospitalization, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.